Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. It was reported that during the procedure the camera cart monitor went black and restarted. The camera remained functional the entire time. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.